Event description:
Customer reports that while transferring a patient from bath, using an uno 102 mobile lift, that the actuator broke and the patient fell. No injuries were reported.

Manufacturer narrative:
Pursuant to identifying a reportable event involving uno 102 patient lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.